Event description:
The customer contact reported an operator error resulting unrestricted flow. The tubing set was being used to deliver 500ml of 10% dextrose with 5meq potassium acetate and 2gm calcium gluconate, at a rate of 7.6ml/hr and the delivery was started via a plum a+ pump. At 1400, it was reported that the nurse changed the tubing set and solution container and reportedly restarted the delivery via the pump. At 1630, the pt's serum glucose level was reported as 1450mg/dl. At 1700, the nurse noted that "250ml was left in the bag and 250ml had infused." The delivery was stopped. The physician was notified. The tubing set and the device were removed from clinical service. It was reported the pt had "fluid overload, high blood sugar, and low blood pressure." The pt had "a large urine output, and was soaked in urine." Reportedly, chest compressions were "briefly given," a chest tube was inserted and the pt was placed on oscillating ventilator therapy. A replacement pump and tubing set were obtained to deliver unspecified concentrations of dopamine, dobutamine, and insulin. At 2100, the blood glucose level was 680mg/dl. On (B) (6) 2009 at an unspecified time in the morning, the serum glucose level was 107mg/dl. On (B) (6) 2009, the customer contacted reported that the pt was "off the ventilator and pressors" but remained on supplemental oxygen and was "doing well and recovering". The customer contact indicated that it was discovered after the event that when the tubing set and solution container was changed at 1400, the nurse inadvertently did not place the cassette of the new tubing set into the pump; therefore, the fluid delivery was not being regulated by the pump resulting in unrestricted flow from the tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The label on the product states, "push in flow regulator to close. If flow is observed, do not use set. Attach set to the access device and adjust flow rate with flow regulator to assure patency. Open door latch on infuser. Hold cassette by finger grip and insert in door guides. Close the door latch; verify no flow." The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel, (B) (4).